Event description:
It was reported to target that during the embolization of an "avm", the physician used a transcend floppy guidewire to place the catheter. Then used "pva" and followed with the delivery of a berenstein liquid coil, which got jammed in the distal shaft of the catheter and would not move. While the physician was removing the catheter, the coil came out and lodged in the artery. The physician used the transcend guidewire to push the coil back in place. Upon examination, perforation in the catheter was found. There were no complications to the pt.